Manufacturer narrative:
Manufacturer¿s reference #: (B)(4). It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and catheter stopped deflecting in one direction which is not reportable, catheter was replaced; nevertheless, the second catheter became stuck in deflected position. Bwi followed up to clarify event and was noticed that physician didn¿t have difficulty removing the catheter and no physical damage was observed on the catheter. There was no patient consequence. This event is being reported because curve is stuck in deflected position with full tension on curved tip and could potentially cause vessel damage or cardiac structure damage during withdrawal. The bwi failure analysis lab received two devices for evaluation. Upon receipt, one of the catheters was visually inspected and it was found in normal conditions. Then per the event, a deflection test was performed and the catheter failed, no deflection was possible since both puller wires were found detached from the ferrule inside the handle, causing the deflection issue. The other catheter received, was also visually inspected and it was found with straight marks on the surface of the shaft. It was found on x ray analysis a misalignment of the coil shaft. The catheter passed the deflection test. No manufacture damage was found .there was no evidence of catheter deflection stuck at any moment during evaluation. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and catheter stopped deflecting in one direction which is not reportable, catheter was replaced; nevertheless, the second catheter became stuck in deflected position. Bwi followed up to clarify event and was noticed that physician didn¿t have difficulty removing the catheter and no physical damage was observed on the catheter. There was no patient consequence. This event is being reported because curve is stuck in deflected position with full tension on curved tip and could potentially cause vessel damage or cardiac structure damage during withdrawal.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).